Manufacturer narrative:
If you start to set a temp rate alert, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. You are prompted to continue setting up your temp rate, or tap back if you do not want to continue setting up your temp rate no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid incomplete temp rate alert. Reportedly, the customer had unintentionally navigated to the temp rate screen and did not exit the screen. The customer's blood glucose level ranged from 300 to 415 mg/dl. Reportedly, the suspected cause was possibly due to a miscalculation of the carbohydrates consumed for their dinner. Reportedly, the customer would monitor bg levels. The customer reported that the pump would continue to be used for insulin therapy.